Event description:
It was reported that when using the bd pyxis¿ es server a label was generated when placing an order, indicating the machine was not recognized; the station had not been used since go live, cerner showed no medications loaded, and multiple patients were affected. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.